Event description:
It was reported the pt stopped receiving coverage. An impedance check was performed and revealed high impedance. The pt was reprogrammed and coverage was restored. Regardless, the pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.